Manufacturer narrative:
Product analysis: the center hex of the set screw is stripped. Per the reported though "according to the healthcare professional's opinion: the reported event is not related to use of medtronic products." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent 'percutaneous nail' surgery due to lumbar disc protrusion. Intra-op, the set screw slipped. The device came in contact with the patient. No patient complications were reported as a result of the event.